Manufacturer narrative:
(B)(4). Approximate age of device ¿ 28 days. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, the patient experienced increased signs of heart failure including increased levels of lactate dehydrogenase. The patient underwent a pump exchange.

Manufacturer narrative:
Examination of the returned pump upon disassembly revealed a tissue-like thrombus formation adhered around the inlet bearing cup and inlet bearing ball. The thrombus appeared to have formed in laminated layers and was denatured, indicating that it likely developed around the inlet bearings over an undetermined amount of time while the pump was operating. Additionally, tissue-like depositions were present on the inlet portion of the rotor over the rotor vanes and in the proximal side of the outlet stator along one of the outlet stator blades. These depositions were not adhered and did not appear to have originated in these locations. However, the depositions showed evidence of lamination and denaturing indicating that they may have formed elsewhere within the pump during operation, potentially on the inlet bearings. The observed depositions would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.